Event description:
Reference number (B)(4). Event took place in the united states. On (B)(6) 2025, the patient required urgent medical attention due to a damaged needle on their infusion set. Upon admission to the emergency room, the patient's blood sugar was found to be critically high at 486 mg/dl. The faulty infusion set had been in use for a full day before the incident occurred. To address the hyperglycemia, the patient resorted to multiple daily insulin injections. At the hospital, treatment consisted of administering insulin and saline intravenously. Despite the severity of the situation, the patient was discharged on the same day of admission, (B)(6) 2025. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.